Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's doctor reported via email that the download showed no basal for hours at random times. Customer's blood glucose was unknown. Customer could not be contacted. Customer will not be returning the device for analysis.